Event description:
As reported by a b. Braun global affiliate: I would like to raise the attached supplier corrective action. We have been observing presence of particulate matter in our finished product, hence we investigated our particulates and one of those was cellulose. One of the sources we suspect cellulose to have emerged is chemo dispensing pins manufactured by b. Braun, as this contains a paper filter with which our product comes in contact with. Also, can cellulose emerge from chemo dispensing pin paper packaging?

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Five (5) unused sample in open package were returned for evaluation. The received samples were visually evaluated and did not show any evidence of particulate. The reported defect was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.